Event description:
Event description: subject ID: (B)(6). Study no: (B)(6). Clinical adverse events received for r) knee swelling secondary to fall. Device and procedure(relatedness). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).